Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan timeout" error with the freestyle libre 2 sensor. The customer was unable to obtain readings and became confused and experienced seizure. The customer reported she was able to self-treat with sugar-water. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "scan timeout" error with the freestyle libre 2 sensor. The customer was unable to obtain readings and became confused and experienced seizure. The customer reported she was able to self-treat with sugar-water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.